Event description:
One patient sample with initial hcg stat result of 1.36 mlu/ml. Same sample repeated three times gave the following results: 10.09 mlu/ml, 1.58 mlu/ml, and 1.54 mlu/ml. The result was reported as inconclusive. The field service rep was unable to determine cause. Performance check tests were performed and within specification. The user reports no further occurrences.